Manufacturer narrative:
The rv lead was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) defibrillation lead exhibited non detection and high thresholds. A chest x-ray revealed coiling of the leads in the pocket over time due to twiddlers syndrome. The rv lead was unable to be manipulated well enough to reposition in the subclavian vein. The rv lead was removed and replaced. No adverse patient effects reported.